Event description:
Patient received a maintenance replacement pump last night. He tested the pump and it worked fine. This morning when he tested the pump, it required programming. New pump was sent to replace faulty pump. No other information known. The product fault did not occur while in use with patient. The product issue did not cause any injury. The product is available to be returned for investigation. The product was replaced with a new pump. Dose or amount: 45nkm. Frequency: continuous. Route: sqr.